Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 5092162 / 7072180; model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient had an infection at the ipg site and was diagnosed with cellulites. Symptoms were redness and pain at the ipg site. The physician believed the infection was not device or procedure related. Antibiotics were prescribed.

Event description:
A report was received that the patient had an infection at the ipg site and was diagnosed with "cellulitis". Symptoms were redness and pain at the ipg site. The physician believed the infection was not device or procedure related. Antibiotics were prescribed.

Manufacturer narrative:
Additional information was received that patient was doing well and no further course of action will be taken at this time.